Event description:
The patient experienced ventricular fibrillation arrest during the procedure.

Manufacturer narrative:
The patient was a male with a history of obesity, hypertension, and hyperlipidemia. Medications at baseline were aspirin, statins, ace inhibitors, and beta blockers. The indication for the intervention was acute myocardial infarction (mi). Pain onset was >=24 and <=72 hours to intervention. The mi was nstemi and the location was undetermined. There was no thrombolytic agent given, no cardiogenic shock, no cardiac arrest, and no new q-waves developed. Medications at the time of the procedure were aspirin, aggrastat, and unfractionated heparin. Troponin prior to the procedure was 2 times above the upper normal level (unl). The target vessel was the posterior descending artery (pda). Vessel diameter was 3mm and lesion length was 10mm. Pre-procedure stenosis was 95% and timi flow was 3. The lesion was de novo, ostial, irregular contour, not angulated, eccentric and had little or no calcification. Thrombus was present. A 2.75 x 13mm cypher select was deployed at 18atm. Post-dilation was conducted because the stent was not fully expanded. Post-dilation was conducted with a 3 x 9mm balloon at 18atm. Post-procedure stenosis was 0% and timi flow was 3. Ivus was not used. During the procedure, the patient had ventricular fibrillation arrest with 2nd rca injection. Three dc shocks (200/200/360) were delivered and CPR commenced. The patient reverted to sinus rhythm. The event was noted as unrelated to the cypher and possibly related to the index procedure. Post-procedure, troponin was 2 times above the unl. The following day, the patient had a very small (<1cm) false aneurysm arising from the superficial femoral artery, located deeply and not suitable for thrombin injection. The event was managed conservatively. This event was noted as unrelated to the cypher and highly probably related to index procedure. This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.